Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter one sample of a 3 ml luer lock syringe was received for evaluation. The syringe appeared fully assembled and free of any visible defects or foreign matter upon inspection. A separate dark particulate was also submitted, adhered to a piece of paper with tape. However, due to the lack of traceability and the manner in which it was presented, it could not be confirmed whether this particulate originated from the manufacturing process. The defect could not be confirmed to have originated at the manufacturing plant. Therefore, a potential root cause determination could not be defined, and no corrective actions are necessary at this time. Furthermore, a device history record review was completed for provided lot number 4026836. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: material # 301073 batch # 4026836 verbatim: rcc received a complaint via email. Black debris inside syringe plunger, loose and at-risk during injection or irrigation. Product number - 301073 lot number - 4026836.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.